Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead,45 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016.the criteria for the right ventricular lead integrity alert were met,lead failure predictor triggered on (B)(6) 2016 for ventricular- sensing integrity counter and non-sustained tachycardia episodes. Impedance trend on the rv (right ventricular) pacing lead was rising,right ventricular pace impedance steady at approximately 917 ohms through 16-(B)(6) 2016, rises to 1216 ohms by (B)(6) 2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter), 24376 ventricular- sensing integrity counter (sic) since last session 22.5 days ago.

Event description:
It was reported that the patient received inappropriate therapy. The lead had an lead integrity alert (lia) for non-sustained ventricular tachycardia episodes, sensing integrity counter (sic) and increased impedance. The multiple shocks caused the device battery to deplete rapidly. The lead was capped and the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.